Event description:
The recipient reportedly experienced a back auricular wound. The recipient presented with swelling, dehiscence, and purulent drainage. The recipient was prescribed antibiotics for 21 days, and then repeated for a second cycle. The recipient ceased device use. The recipient is currently being monitored weekly. The recipient's device was explanted.

Manufacturer narrative:
The recipient is reportedly doing well.

Event description:
On (B)(6) 2018, the recipient experienced swelling at the implant site. The recipient underwent a physical exam in which a back auricular wound was observed. The recipient presented with phlogosis and erythema. The recipient was prescribed antibiotics for 21 days and then repeated this for a second cycle. The recipient ceased device use and was monitored weekly. On (B)(6) 2018, the recipient presented with dehiscence and purulent discharge. On (B)(6) 2018, the recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly also experienced device extrusion. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold along the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.